Event description:
The customer reported the system displayed an overload fault error message and intermittently had no image. This error may cause the sys to shut down. There is no report of pt injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack and the charger were replaced during the svc call. The system was test and found to be working as intended and put back into svc.